Event description:
It was reported that the patient presented in clinic for a follow-up, device interrogation showed non sustained lead noise due to post-paced t-wave oversensing. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.